Event description:
The physician reported that during a procedure, which occurred in the middle cerebral artery, the distal tip of the guidewire sheared and separated from the wire. The physician had been working with the guidewire for approx 30 minutes before the distal tip separated. The physician reported that approx 7cm of the distal tip separated from the guidewire. The physician attempted to retrieve the tip with a snare, but was unsuccessful. The tip remains in the pt. The condition of the pt was not reported.

Manufacturer narrative:
The product in question has not been returned to boston scientific for further investigation. If further significant info is obtained, a supplemental report will be submitted.